Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Unknown event date in 2020. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reported is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported to synthes that an event occurred in (B)(6): on an unknown date, the handle part of collinear reduction clamp was broken during the surgery. This complaint involves (1) device for collinear reduction clamp. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the visual inspection has shown that the plastic handle is broken off as complained. There are some deep scratches at the lever visible. In general is the device in a used condition with wear marks all over. Dimensional inspection: dimensional analysis around other parts of the broken handle could not be measured due to the post manufacturing damage. Drawing/specification review: the relevant drawing(s) was reviewed; no design issues or discrepancies were found during this review. Investigation conclusion: the complaint is being confirmed as the handle of the device was broken. While a definitive root cause could not be determined for the broken handle, but there is high possibility that the device might have encountered unintended forces, this could also explain the deep scratches at the lever. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part: 314.291, lot: 11-0033, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 16. Nov. 2011. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified., device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.